Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 06-jun-2025, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine results on a (B)(6) female patient seen following paramedic referral, due to functional decline with ambulance call out. There was no additional patient information at the time of this report. There was no test times, no patient information, nor details surrounding the event at the time of this report. There was no product information lot information. Method result sample alinity 361 umol/l a alinity 310 umol/l b lab 101 umol/l ni there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-jul-2025. The customer observed unexpected creatinine results when testing patient samples with an unknown crea cartridge lot as compared to a lab analyzer. Multiple attempts were made to obtain the lot number from the customer or from shipping records but were unsuccessful. Searches of quality system processes (quality records (qrs), stability, and complaints) show no indication of related performance issues identified with unexpected creatinine results during the timeframe of this incident. No deficiency has been identified.